Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a high blood glucose value of 500 mg/dl. The customer stated they need assistance setting up the device. The customer was not hospitalized. No troubleshooting was performed. The customer was advised to get the correct settings from the doctor. Nothing will be replaced or returned.